Event description:
It was reported that the patient's father had some concerns that daughter had an increase in seizures over the last year. The physician did go up on her medications at last visit along with increasing vns settings at the patient's last appointment. No other relevant information has been received to date.